Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
A review of the downloaded log files noted no external power events while connected to the mobile power unit (mpu).